Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Report for one (1) unknown t-pal inserter, unknown part#/lot#. Device is an instrument and is not implanted/explanted. Unknown information without lot # / part #. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 9mm t-pal cage became stuck on the inserter (t-pal) and was not able to be removed during implantation. The stuck cage and inserter were removed and a 10 mm cage was implanted instead. The surgery was delayed by 20 minutes. The procedure was successfully completed. This complaint involves one (1) t-pal spacer and one (1) unknown t-pal inserter. This is report 2 of 2 for (B)(4).